Event description:
Health care professional reports patient complained of nausea, vomiting, stomach ache, feeling of warmth, and gastrointestinal distress during dialysis sessions using reused CT 190g dialyzer. Health care professional reports the reuse number at the time of the patient symptoms was 70. The patient was placed on a newly preprocessed dialyzer and the symptoms did not reoccur. The health care professional reports no patient injury or medical intervention required. The healthcare professional reports the dialyzer storage and reprocessing room temperature is 80 to 90 degrees f.